Event description:
Sales rep reported that a surgeon broke three threaded removal tools. The rep was not sure when this occurred or if the threaded tip was removed from the screw head. He did state that the surgeon used the device to implant screws so he assumed that it likely occurred during use. Depuy spine is taking a conservative approach and filing an MDR as this could have resulted in an unintended piece of the device being left in an implant. If the tips were broken off during implant, the broken thread may be embedded in the bottom of the screw head. If this is true, they are not likely to migrate.

Manufacturer narrative:
Visual examination of the fracture surface indicates that side loads were applied. Care should be taken not to over tighten the threaded driver inner shaft as this can result in damaging the tip of the device. Tips should be inspected before and after use to ensure that they are good working condition. Root cause appears to be related to excessive force placing unintended stress on the device.